Manufacturer narrative:
H.6. Investigation: a failure was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6).the customer reported about the instrument¿s reading and identification problems. A bd field service engineer (fse) was dispatched and performed decontamination of the surfaces, optical tower cleaning, uv and rgb filter cleaning and adjusted source led. The instrument was deemed functional and handed over to the customer for use. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for px2647 is not needed due to the age of the instrument. Service history for px2647 was reviewed and revealed no previous complaints related to the instrument connection. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " reading and identification problems."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " reading and identification problems."